Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: batch record for (B)(4) showed non-conformances that were visual defects identified as a nc and product was aps. All components/device are conforming; therefore, this material will be accepted per spec because it was initiated in error. As nonconforming units were not distributed, these nonconformances could not have contributed to the product failure identified in the complaint for infection. Batch record review for sterile lot 111204 showed no nonconformances were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report #1627487-2014-12588. Reference MFR report #162487-2014-12590. Reference MFR report #1627487-2014-12587. It was reported the pt scs sys was revised on (B)(6) 2014 (reference MFR report # 1627487-2014-06021). Approximately a month later, the scs sys was explanted due to an infection, exact date unk.